Event description:
A customer obtained a troponin (accu tni) result of 0.82ng/ml. The result was reported out of the lab. The sample was re-tested and repeated result was 0.02ng/ml. A corrected report was sent. A fresh sample collected from this patient gave a result of 0.03ng/ml and it was reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. Customer did not question any other results. A field service engineer (fse) was dispatched: the fse performed hardware verification and all was within specifications. The fse conducted a carryover procedure which failed. The fse verified probe alignments which were within specifications. The sample probe wash station was dirty and was cleaned. Although hardware issues were addressed, no clear root cause could be determined. A malfunction will be assumed for the purpose of this report.